Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 32 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir was reading accurately as well. Found that the customer had given himself a bolus as well as a manual injection prior to bedtime, causing his blood glucose levels to drop. Nothing further was reported.